Event description:
The user facility's automated impella controller (aic) had a battery failure alarm during a procedure. The aic was replaced successfully with no patient harm. Patient demographics are not available.

Manufacturer narrative:
The investigation into the aic battery failure has been completed. The device was returned and evaluated. In addition, data logs were evaluated. The root cause for the battery failure was determined to be single cell failure. The failure modes will be monitored and trended.